Manufacturer narrative:
No conclusion can be made as to the degree to which the device may have caused or contributed to the patient¿s postoperative course. As reported 5 months post implant of the phasix st mesh used in the midline abdomen as a bridging mesh, the mesh was noted to be eroding and extruding through the abdominal wall. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2023. Erosion and extrusion are listed as possible complications in the adverse reaction section of the instructions-for-use (IFU), supplied with the device. As reported the midline abdomen was bridged with the phasix st mesh, the IFU states, ¿the safety and effectiveness of phasix st mesh in bridging repairs or laparoscopic/robotic ventral hernia repair procedures has not been evaluated or established. Every effort should be made to close the defect prior to mesh use.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."

Event description:
As reported, during a hernia repair procedure on (B)(6) 2023, phasix st mesh was used in midline abdomen as a bridging mesh without any complication. It was reported that 5 months post implant, the mesh was eroding through the abdominal wall. On (B)(6) 2024, split thickness skin graft was placed on top of granulation tissue over the phasix st mesh. As reported, patient is stable, and the phasix st mesh continues to extrude out from the skin graft.